Event description:
Complainant alleged that the clinician was charging the device in preparation to defibrillate patient who was in ventricular fibrillation, but the device stopped charging half way through the charge cycle and then internally dumped the charge. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.